Event description:
On 20th may 2026, it was reported by an arthrex employee via email that for an ar-8925t, syndesmosis tightrope® xp, titanium, after the anchor was placed in the bone hole, tension was applied, but one end of the suture got stuck and it did not tighten completely. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.